Manufacturer narrative:
Unit received with critical pump error (open book image) immediately after battery insertion. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement, and selftest due to critical pump error (open book). Unable to verify blank display anomalies due to critical pump error (open book image). Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No unexpected power/battery related alarms/alerts were noted on the event date or seven days prior from the event date. Pump error 35 was noted on 06/07/2025 17:36:01.000. The p-cap locks properly into the reservoir compartment. The pump was cut open and moisture damage on pcba 2, moisture damage on motor assembly, moisture damage on the keypad flex traces, moisture damage on the force sensor assembly, and corrosion on pcba 1 were noted on all electronic assemblies. The following were noted during visual inspection: minor scratched lcd window, damaged display window cover (scratched), cracked keypad overlay, stained keypad overlay. Pillowing keypad overlay, cracked case battery tube area, cracked battery tube threads, and scratched case. Pump error 35 due to moisture damage on the force sensor assembly. Critical pump error (open book image) was triggered due to pump error 35. Pump error 35 and critical pump error (open book image) were confirmed during analysis due to moisture damage on the force sensor assembly. Moisture damage on all electronic assemblies. Crack on the battery area were confirmed during analysis. Unable to verify blank display due to critical pump error (open book image). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received an open book image, damage to the battery tube threads, and a crack in the battery compartment. The customer is reporting a blank display. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed for the pump error alarms, and the time clock is not visible on the screen. Troubleshooting was performed for the blank display and the display blank at the time of the call. Troubleshooting was performed for the open book image, explained that the pump performs safety checks, and an error was found. Troubleshooting was performed for the cosmetic damage and the damage impacting pump functionality. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan with the health care professional's instructions. Mmt-1884 was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.